Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt like they had a pinched nerve at their implantable neurostimulator (ins) site and it was also swollen and a lump had formed their on (B)(6) 2016. The patient was unable to get out of bed on (B)(6) 2016 and was taken by ambulance to the hospital where they were given a shot of morphine and dilaudid. They were unable to walk. They were taking 2 percocet every 4 hours. The patient had told their doctor about the issues after an office visit. The patient was advised to use heat or ice, whichever worked, and if the issues persisted to call the manufacturer. It was noted that the heat exacerbated the issues. The patient hoped the medication would help stop the pain in their lower back. They had worked with a manufacturer representative and were told that the stimulation would not go any further up their back. They had to turn the stimulation up to over 4.5 to get some relief near the pain area in their back. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.